Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up, noise was observed on the discriminator channel during arm movements. It is suspected there may have been lead damage. The lead was tested and noise was evident on the discriminator channel for two configurations. The issue was resolved and confirmed no damage to the right ventricular coil. It is concluded muscle potential oversensing was a rare root cause. The patient will be monitored. The patient was discharged without any adverse events.